Event description:
Bladder and scrotal erosion in a proact patient, necessitating explant.

Manufacturer narrative:
Note that although this complaint was reported to uromedica by dr. Larsen, he was not the implanting physician. Uromedica (B)(4).